Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease and underwent percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified ulnar vein. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.